Manufacturer narrative:
Analysis of the psu 9733437 polaris spectra (lot #: p713549) found that the psu was unable to power up when connected to a known good system. Product event summary # ( B)(4). Camera failed to start. Other relevant device(s) are: product ID: 9734056, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera would not start seemingly during importing patient exams for a procedure. It was noted that the positioning sensor unit (psu) all status was off. No patient was present at the time of the event.